Event description:
It was reported that during follow up an asymptomatic patient presented to clinic with post-sensed t-wave oversensing observed on the stored egm. The patient received inappropriate therapy. It was suggested that the device be reprogrammed. To date, no changes have been made, patient is non-compliant.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the patient presented in the emergency room after receiving hv therapies. Review of egm noted post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate atp and high voltage therapies. After the recommended programming changes, dft tests were performed and poor sensing was noted. The decision was made to replace the lead, and the device was electively replaced.